Event description:
The patient reportably experienced pain, discomfort and sound quality issues with her device. External equipment was exchanged. However, the reported problem was not resolved. Testing performed showed that the implant was functioning. Allergy results, show negative. The center made a decision to explant patient's device. Surgery to explant the patient's device has not been scheduled.